Manufacturer narrative:
Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. The sample has not returned for an evaluation. Information was provided that indicated that the scratch occurred during the folding process. Qualified associated products were used. It is unknown if an adequate amount of viscoelastic was used in the cartridge. Scratch damage may occur due to inadequate viscoelastic. The instructions for use (IFU) instructs to completely fill the cartridge with opthalmic viscoelastic device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Per the IFU: ¿the IFU instructs the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Failure to follow this step may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs to advance the plunger in one slow motion to advance and fold the optic. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact the company. Verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during the intraocular lens implantation surgery, the lens was scratched. Hence the lens was removed and replaced in the same procedure. As per the surgeon's opinion, the lens was scratched during the folding process and there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).